Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18895. It was reported that patient had a perm trial implant and while the family member was changing the dressing at home they accidently cut the extensions. As a result, the physician explanted the extensions and replaced with new extensions addressing the issue.